Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of a zct300 intraocular lens (iol) in patient's right eye, she was diagnosed with myopia. Lens was explanted and replaced with another different model lens. No incision enlargement, sutures or other patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: a package was received, however the lens was not in the package for the manufacturer to evaluate. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.